Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. It was found that there had been a foreign substance like a hair in the package. There were no adverse consequences to the patient. No additional information was provided.